Manufacturer narrative:
The reported event of the channel not working could not be confirmed. No product or event logs have been returned from the customer for investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the channel was not working. Unspecified "minor harm" was reported. No further patient or event information is available.